Event description:
Medtronic received information that this bioprosthetic valve, implanted 2.5 months, was explanted due to paravalvular leak. This was the first minimally invasive aortic valve replacement performed by the surgeon. A tear was also identified on the leading edge of one of the leaflets.

Manufacturer narrative:
(B)(4): method - device history reviewed. Results - device history review found the product met specifications when released for distribution. Conclusion - cause of event attributed to operational technique. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. The valve was distorted; oval or almond-shaped. Two tears and abrasions through the free margin and lunula of the non-coronary cusp appeared to be due to contact with a long suture tail. An indentation in the host tissue along the side of the non-coronary left stent post showed the location of a long suture tail. A tiny abrasion in the free margin of the left cusp appeared to have originated with a long suture tail. Remnants of glistening off-white pannus remained attached to the sewing ring on the outflow and outflow rail adjacent to the non-coronary stent post. A crease along the inflow margin of attachment of the left and right cusps appeared to be associated with the stent distortion. Radiography showed no evidence of mineralization in the valve. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis concluded that the possible cause of the paravalvular leak may have been due to the stent distortion and the tears were caused by a long suture tail.